Manufacturer narrative:
A complete 52 j shape green knob white tip soft stylet without the teflon ring was returned for analysis. Visual analysis noted the stylet was bent and kinked at the distal tip region. The damage found could not be determined when and where it occurred. No other anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon removal from the lead packaging, the stylet was found bent on the distal part of the curve. Another stylet was used to complete the procedure. There were no patient consequences.